Manufacturer narrative:
No parts have been replaced or returned to the manufacturer.

Event description:
Sales rep, reported that the fluoronav empty image activation failed. "Fluoro navigation was used for posterior spinal fusion surgery at l4/5. Since "image activation failed" the rep ensured that the c-arm tracker was plugged in and functioning properly. The empty/blank image was taken, but could not be uploaded. Since many instrument cards were added on "verify instruments" screen, they decreased the number, but the issue was not resolved. Skin incision was made over the spinous process to attach frame but navigation could not be used. Delay to surgery approximately 10 minutes. The procedure was completed without navigation. There was no patient impact reported.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive with no additional information made available.